Event description:
It was reported the device was used during a bowel resection procedure. It was reported after firing the tlc55 two times sucessfully. The surgeon attempted to fire the device a third time, but it would not advance. Another tlc55 was opened to complete the procedure and it worked fine. There was no consequence to the pt.